Manufacturer narrative:
The RMA was authorized but not received, thus no confirmation or investigation of the complaint was possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4.date of this report 08 feb 2024. G3.date received by the manufacturer 08 feb 2024. H3. Device evaluated by manufacturer? No,not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.